Manufacturer narrative:
Medtronic received additional information that nine years and three months post implant of this bioprosthetic aortic root, the patient presented with endocarditis. The surgeon stated that the endocarditis resulted in a cerebral embolus. The patient was being treated medically when he decompensated and developed severe aortic regurgitation as well as septic shock. In the operating room, the bioprosthetic valve and coronary ostia were noted to be diffusely calcified. Vegetation was present on the non-coronary cusp as well as the "entire" inflow suture line. An abscess cavity was present outside of the patient's native non-coronary sinus. The bioprosthetic root as well as the non-medtronic ascending aortic graft were explanted. Both were replaced with products of the same size and model. The patient was weaned from cardiopulmonary bypass (cpb). It took four hours, the implant of a non-medtronic vascular repair graft around the ascending aortic graft and factor vii in order to obtain homeostasis. Of note, it was reported that the patient had "very poor" dental hygiene with mulitple periapical abscessess throughout his mouth. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine years and three months post implant of this 29mm bioprosthetic aortic valve, it was explanted and replaced with a valve of the same size and model. The reason for replacement is unknown. No additional adverse patient effects were reported.